Event description:
It was reported that the tip of the delivery device split during attempted lens delivery. The reporter indicated the tip of the delivery device may have come in contact with the sclera. There was no report of any injury or consequences to the patient.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.